Event description:
Per the clinic, the patient experienced an infection at the implant site and the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with another device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion the receiver/stimulator. Subsequently, the patient was hospitalized and was administered with IV antibiotics for a duration of two days (specific date not reported). The correct implant details have been obtained and updated.